Event description:
The doctor reported that while injecting the patient the needle broke off the end of the syringe in the patient's gum. The patient was referred to the emergency room where the oral surgeon elected to sedate the patient and tried unsuccessfully to remove the needle. A CT scan was performed the next day to determine the location of the needle and the doctor successfully removed it. It was reported that the patient experienced a very sore throat and their diabetes was not well controlled after the procedure. The patient remained hospitalized one day after the removal of the needle.